Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported that a low readings issue with customer's freestyle libre 2 sensor, as compared to unspecified capillary meter. The customer experienced seizure, and was diagnosed with hyperglycemia and treated with nacl/calcium infusion and novorapid insulin. There was no report of death or permanent injury associated with this event.